Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were in atrial fibrillation (af) and they were concerned that the cardiac resynchronization therapy pacemaker (crt-p) was not working. The device remains in use. No further patient complications have been reported as a result of this event.